Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a calcified common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred and the sutures could not be retrieved. Hemostasis was achieved by applying manual compression. There was no reported adverse patient sequela. Though requested, additional information was not provided.